Event description:
Boston scientific received information via the patient remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli). Additional information from the field representative was received that the patient has a single coil ICD lead that has been running from 100 to 120¿s ohms since implant and exhibited 126 ohms on that day that it triggered an alert. However, it has been stable and this was not a sudden change. All other measurements were within normal limits and the patient will be continued to monitor. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.